Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 29-sep-2023 investigation summary one open pen needle sample was returned from unknown lot. No., unknown cat. No. Visual examination was carried out on the returned sample and a bent non patient end of the cannula was observed. A device history review could not be completed as no batch number was provided. Due to the condition of the returned sample no clog testing could be carried out. As sample returned was open it is not possible to determine root cause.

Event description:
It was reported that the unspecified bd¿ pen needle was partially blocked during use. The following information was provided by the initial reporter: "needle findings by sanofi: - needle (partially) blocked".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle was partially blocked during use. The following information was provided by the initial reporter: "needle findings by sanofi: - needle (partially) blocked".